Manufacturer narrative:
(B)(4)

Event description:
It was reported by the clinician that the right atrial lead exhibited low impedance. No other electrical anomalies were reported. The patient would continue to be monitored.